Event description:
It is reported that upon inserting the trial component, the c-ring fell off. The surgeon was able to reinsert it.

Manufacturer narrative:
This report will be amended when our investigation is complete.